Manufacturer narrative:
Device was received with blank display. No device heating up noted during testing. Unable to determine the root cause, problem isolated to electronic assembly. Unable to verify battery power loss alarm or battery longevity due to blank display.

Event description:
The customer reported via phone call that her insulin pump was warm and was not turning on. The customer's blood glucose level was 91 mg/dl. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.